Event description:
It was reported that the foley catheter was difficult to remove in the operating room for 2 patients on the same day. The probes were from the same batch. It was unable to remove water for injection to deflate the catheter balloons. One of the two patients tore out their catheter which resulted in urethral bleeding and pain. No medical intervention was reported. The other patient had to be taken back to the operating room for removal of the bladder catheter under general anesthesia, after numerous attempts to remove it without surgery and therefore caused pain, reoperation and lengthening of the hospital stay by more than 24 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove in the operating room for 2 patients on the same day. The probes were from the same batch. It was unable to remove water for injection to deflate the catheter balloons. One of the two patients tore out their catheter which resulted in urethral bleeding and pain. No medical intervention was reported. The other patient had to be taken back to the operating room for removal of the bladder catheter under general anesthesia, after numerous attempts to remove it without surgery and therefore caused pain, reoperation and lengthening of the hospital stay by more than 24 hours.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿incorrect balloon design (balloon wall thickness excessive)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard urological catheter warning: do not use ointments or lubricants having a petroleum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml if sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon. Gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.